Manufacturer narrative:
Additional informaiton: product analysis (B)(4) complaint return ibt partially inflated as received. Apparent blockage in the cannula rendered the instrument unable to be inflated or deflated, preventing further functional evaluation of the balloon. Unable to determine root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent balloon kyphoplasty procedure to treat osteoporotic vertebral compression fracture at t7. During the procedure , the balloon would not deflate during the first insertion attempt into the vertebral body. Reportedly, the surgeon tried several methods to deflate and eventually had to push canula in and pop balloon, the balloon eventually ruptured during deflation. The product came in contact with the patient, and reportedly, the patient was not allergic to the contrast media. No patient symptoms or complications were reported as a result of this event.